Manufacturer narrative:
H6: device code 2017 failure to follow steps / instructions. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. It should be noted that the mitraclip instructions for use (IFU) states under the "indication for use" section states that "the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation". The reported off-label use of the device was associated with the procedure being performed on the tricuspid valve; however, this does not appear to have contributed to the reported event. Additionally, the IFU instructs the user to remove the gripper line by grasping one of the free ends of the gripper line, which is performed prior to cds removal. It then proceeds to list the steps to remove the gripper line prior to the retraction/removal of the cds. All available information was investigated, and the reported complete clip detachment (ccd) appears to be primarily a result of the user error of pulling on both ends of the griper line simultaneously to remove the gripper line after it was noted that the gripper line was not removed prior to cds removal. Additionally, the patient morphology/pathology of thin tricuspid leaflets also may have contributed to the ccd. The difficult to remove appears to be due to the clip detaching from both leaflets and not being able to be removed from the groin, and thus related to procedural circumstances. In this case, the off-label use of the device likely does not appear to have contributed to the reported event. The reported tissue damage resulting in unchanged tricuspid regurgitation (tr) was a result of ccd and therefore related to procedural circumstances. Additionally, the foreign body in patient was also related to procedural circumstances as after the clip detached from both the leaflets, it was not able to be removed from the groin. The patient effect of tissue damage is listed in the IFU as a known complication of mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was not returned. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detachment and difficulty removing the device resulting in the clip remaining in the patient. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of less than 1. The clip delivery system (cds) was advanced and the leaflets grasped. After deployment, the clip delivery system (cds) was removed. It was noted the gripper line (gl) was not removed; therefore the physician attempted to remove the gl by pulling on both ends, resulting in the clip detaching from both leaflets. Damage was noted to both the septal and anterior leaflets. A snare device was used to retrieve the clip however it was unable to be removed from the groin; therefore the clip was left inside the patient. The procedure was aborted with the mr remaining at less than 1. A clinically significant delay in the procedure occurred and the patient remained hospitalized. No additional information was provided.